Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused atrial fibrillation, kidney disease, emphysema and liver disease. The patient has alleged to seeing particles in the tubing and chamber. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused atrial fibrillation, kidney disease, emphysema and liver disease. The patient has alleged to seeing particles in the tubing and chamber. The patient did not report to receive medical intervention. The manufacturer previously reported on this device in MDR 2518422-2021-06039 . This report was submitted as a duplicate report of the previously submitted report.